Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the scpc. Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the alarm pump continues running: inconsistent actual value impulses (e78) was displayed on scp, centrifugal drive motor. There is no report of any patient injury.